Event description:
It was reported that the patient heard tones they thought were coming from the implantable cardioverter defibrillator (ICD). Technical services discussed possible causes and it was noted that there had been previous out-of-range atrial impedance (value not provided). The ICD remains in service and no adverse patient effects were reported. Additional information regarding the specific device model and serial number is being requested.

Manufacturer narrative:
Additional information: refer to updates in sections d and e.

Event description:
It was reported that the patient heard tones they thought were coming from the implantable cardioverter defibrillator (ICD). Technical services discussed possible causes and it was noted that there had been previous out-of-range atrial impedance (value not provided). The ICD remains in service and no adverse patient effects were reported.